Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection found defects to the outer casing, the functional evaluation reported that the device could not be charged or operate on mains power establishing a relationship with the event reported. The root cause has been identified as a broken component on the main circuit board. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during service evaluation the renasys touch device failed to operate on ac or battery power and could not recharge the battery due to a broken j13 connector in the mainboard. No patient was involved.